Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for color variation with the hemogard shield was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for color variation with the hemogard shield was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing incident. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes stopper color was different and caused misidentification of tube type. No serious injury or medical intervention was reported. Verbatim: "acl have the siemens aptio (inpeco) front end automation. An increased incidence of orros due to misidentification of tube type by has been observed by staff. Trouble shooting by staff identified the errors due to the variation of cap colour.the customer would like to know if the colour which is noticeably lighter is within bd specifications. I have sent the lighter cap which they kept aside along with tube with a cap that is the "acceptable colour". I have requested the customer keep aside a few more examples."

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes stopper color was different and caused misidentification of tube type. No serious injury or medical intervention was reported. Verbatim: "acl have the siemens aptio (inpeco) front end automation. An increased incidence of orros due to misidentification of tube type by has been observed by staff. Trouble shooting by staff identified the errors due to the variation of cap colour. The customer would like to know if the colour which is noticeably lighter is within bd specifications. I have sent the lighter cap which they kept aside along with tube with a cap that is the "acceptable colour". I have requested the customer keep aside a few more examples."